Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose and reservoir was leaked inside insulin pump. The customer¿s blood glucose level was 600 mg/dl. Customer's other blood glucose was 547 mg/dl. The customer was treated with insulin pump and bolus. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that self test was passed. Customer stated that fluid in the reservoir compartment and auto mode was not active. The insulin pump and reservoir will not be returned for analysis.